Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient visited a doctor who decided to remove the sensor to alleviate the symptoms. User was prescribed antibiotics to heal treat the infected area.

Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site. Patient reported that the insertion site did not heal and felt ignited. It was filled with pus. Patient visited a doctor who decided to remove the sensor to alleviate the symptoms. User was prescribed antibiotics to heal treat the infected area.